Event description:
It was reported that during a lap gastric bypass procedure on the second firing, the cartridge ejected, fell inside the patient and the staple lines were not intact. There was some bleeding, but did not require any blood product. Since the cartridge separated, the surgeon had to retrieve both pieces separately. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
.